Event description:
A power source alert was reported by the customer. There was no reported impact to the customer's blood glucose level. The customer attempted to address the issue by leaving the wall adapter plugged in for 30 minutes, but the pump did not begin charging. The customer used a tandem charging cable and wall adapter, without any alternatives available. Consequently, technical support decided to send a replacement tandem cable. The customer was advised to rely on the tandem pump if the battery depleted before the replacement charging supplies arrived.